Event description:
#Medwatcher #(B)(4). Approximately a month after the test confirming my tubes were sealed I began gaining weight (30 lbs), having severe acne and hair loss. At the end of (B)(6) I got my period, it lasted for 4 weeks and was very heavy. Around (B)(6) debilitating headaches that last for 4-7 days began. My period again was prolonged (6 weeks this time) and again very heavy. I was going through a tampon/pad every 2 hours. I've developed forgetfulness, back pain and spasms in my stomach.